Manufacturer narrative:
The insulin pump had button error alarmed due to moisture on keypad trace.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 252 mg/dl at the time of incident. The insulin pump was returned for analysis.